Manufacturer narrative:
It is unknown if the explanted device is available for return and evaluation; however, the DHR review was completed. His device passed all manufacturing and sterilization inspections with no nonconformance. There are many factors that could result in the need to explant and replace a valve, the most common of which are regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. In this case, the porcine valved conduit was implanted to a male patient when he was approximately six (6) years of age. Both age and gender of this patient are contributing factors toward replacement of a bioprosthetic device. Without a response from the health care provider or return of the device for evaluation, we are unable to comment on the root cause for this event. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information through its implant patient registry that a 18mm porcine pulmonic valved conduit, implanted approximately six (6) years and three (3) months in the aortic position, was explanted and replaced with a 21mm aortic pericardial valve. At time of explant, this patient was ten (10) years old. No additional information has been made available.